Event description:
The disposable velocity biopsy valve is used to cover the opening of the biopsy inlet port of a flexible gastrointestinal endoscope. The velocity biopsy valve provides access for endoscopic device passage and exchange, helps maintain insufflation, and minimizes leakage of biomaterial from the accessory port throughout the gastrointestinal endoscopic procedure. The velocity biopsy valve provides a connection for irrigation through the velocity irrigation pump. The velocity biopsy valve { 00711140 } is appropriate for use with pentax gastrointestinal endoscopes. An international distributor reported the device's tubing separated from the valve body during procedural use. There was no patient harm, however, user contact with bodily fluids did occur. While there was no report of harm to the patient or user and the instructions for use call for adherence to body substance isolation protocols, exposure to bodily fluids does present the potential for harm.

Manufacturer narrative:
Examination of returned product confirmed structural nonconformance at the valve body to tubing interface. The root cause of the nonconformance has not yet been determined. Us endoscopy has taken remedial action, deciding to initiate a voluntary removal of the product from the market on february 17, 2015. FDA was notified of the action on march 2, 2015. Expiration date: 04/30/2015. Device manufacture date: 04/2014.